Event description:
It was reported that the tip of the unit detached while inside of the patient. It was further reported that it took approximately 45 minutes to retrieve the tip from the patient. Further, another unit was used to finish the procedure and no adverse consequences were reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.